Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the pump was not working properly. Upon evaluation, it was noted that the patient had been pressing the deactivation button and the bulb simultaneously, resulting in the pump no longer coapting the cuff. Therefore, a revision surgery was performed to remove and replace the pump. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the pump was not working properly. Upon evaluation, it was noted that the patient had been pressing the deactivation button and the bulb simultaneously, resulting in the pump no longer coapting the cuff. Therefore, a revision surgery was performed to remove and replace the pump. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegations and urinary incontinence were determined to be caused by a user error; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.